Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. At this time, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a leak on the 8003138 medisorb¿ multi-absorber original, disposable. The issue was detected while connected to a patient, there was no harm reported.